Manufacturer narrative:
(B)(4). The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
The biomedical engineer at the user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. Reportedly, the machine was giving low tmp alarms and fill program messages. However, there were no audible alarms. Biomed was uncertain what the standard audible alarm setting was for a system in service mode with the lines on shunt. The tmp was noted as being approximately +120mmhg. Follow-up was received which revealed that the air separator adapter board was previously replaced, but the issue recurred. Biomed was not aware of the cbe upgrade. No parts are available for evaluation. Furthermore, the drain line length and the drain height were noted as being within specification and there were no occlusions to the drain. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the air separator assembly was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.